Event description:
It was reported that during the procedure, when the physician withdrew the basket from the sheath to remove thrombosis for the second time, he noticed the wire passing tube in the basket was cut. As a result, he removed the percutaneous thrombolytic device (ptd) & exchanged with a new set to complete the procedure. Additional information received on 4/12/2010 stated patient (pt) was a male with right arm arteriovenous (av) fistula, needed thrombus removed. During procedure, when physician withdrew the basket from sheath to remove the thrombosis clot on basket the second time, he found the wire passing tube in the basket was cut. As soon as he found the problem of the tube, he removed ptd set & exchanged it. After changing the set, procedure was finished successfully without any complications. There was no excessive bleeding or injury. Both medical staff and pt are satisfied with the result of procedure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.